Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction: d4: expiration date: the expiration date was incorrect in the initial medwatch report. The date has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that ideal suture shuttle 90 degrees had the tip deformed. A manufacturing investigation was performed; the device was received for evaluation and the tip was bent. The problem was confirmed, and the tip was bent. The device was not in functional condition. A manufacturing record evaluation was performed for the finished device 23r03, and no non-conformances were identified. The supplier performed an investigation with engineering, production, qc and qa departments. The raw material used for the devices meets the minimum tensile strength requirement. As per the IFU instructions, axial force must not be applied to the suture shuttle. In the precautions in the IFU says to do not apply axial or bending forces to the needle shaft. The description of this device it is clearly stated that the suture shuttle is to be used only for passing suture through tissues. In the contradiction section also warns not to use bone or other similar tissues. IFU guides the right way of using the device. In all the instructions, the device must be used with care and to follow instructions. The device and the manufacturing process have been validated and approved. As to risk analysis report, the bending of the device has little potential of injury. After reviewing all the information, the investigation team has concluded there was a misuse of the device that caused the reported failure. The root cause can be traced to misuse of the device. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to misuse of the device. As per IFU, do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform, or break. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from japan that during an ¿abr¿ procedure, it was discovered the ideal suture shuttle 90 degrees device was bent immediately after start of use and could not be used for surgery. According to the reporter, there was a possibility that it was due to a technical error. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction: d4: the UDI number was incorrect in the initial medwatch report. The UDI number have been updated accordingly.